Event description:
Medtronic received information regarding a navigation system. It was reported that a break out box for the emitter had no lights on during a case. It was plugged in and was not receiving power. A break out box from another machine was obtained but the site could not get power to it. The site then decided to use the second system on site. There was a 20 minute delay and no impact on patient outcome. A manufacturing representative (rep) made a site visit and the box was able to power on without issue. The rep noted that the site had the system unplugged yesterday until they brought it into the room for the case.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735825. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735824, lot: 603003558 h3, h6: the system was serviced in the field. Hardware parts were replaced. The system passed system checkout and was functioning as expected. Evaluation codes that apply to this testing: b01, c0201, d02 there was no fault found with the returned controller. Evaluation codes that apply to this testing: b01, c19, d14 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.